Manufacturer narrative:
This lead was electrically abandoned and the device programmed to pace and sense in the ventricle only.

Event description:
Additional information was received that the patient presented to the emergency room after receiving a shock. Interrogation revealed the shock was appropriately administered. The interrogation further noted the ra lead had been programmed off for some time and there was loss of capture along with no sensing and pacing impedances ranging from less than 200 to 300 ohms.